Event description:
The customer reported that the cap of the side-firing surgical fiber was rotating freely; the issue was noted at 13,000 joules of use during a prostate procedure. There was no report of injury.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report of fiber cap rotation is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be fractured and proximal to the metal cap and able to rotate independently of the metal cap. The metal cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the systems fiberlife function, which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The component codes fiber and cap refer to the results code thermal problem.